Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without the specific model number, brand name, product code and PMA/510k cannot be determined. Concomitant product: product ID 4568, implantable pacing lead, implanted: unknown. (B)(4).

Event description:
It was reported that the device experienced a power on reset. The error was cleared and the device remains in use. No patient complications have been reported as a result of this event.